Manufacturer narrative:
Analysis of the pump found motor o-ring wear. Analysis of the catheter found damage to the transition tube on the catheter body. Eval code-result codes apply to the pump and the catheter. Eval code-conclusion codes apply to the pump and the catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot #: (B)(4), serial #: n/a, implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 15-jul-2017, UDI #: (B)(4). (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving bupivacaine 10 mcg/ml at 5.2 mg/day and dilaudid 5 mg/ml at 2.6 mg/day via an implantable pump for an unknown indication for use. It was reported that the patient came to the refill center with underdose symptoms. It was reported that according to the software 6.1ml was in the pump. They aspirated the pump and were able to get out only 0.5ml. The pump "new" was filled with 40ml and the patient covered with other drugs orally and intravenous (IV). It was reported that the patient was hospitalized. During the replacement surgery of the pump the damage on the pump segment of the catheter was visible. The pump segment of the catheter was replaced. It was further noted that the visible damage was in the area of the pump connection, approximately 5cm behind the connector. The pump was replaced on (B)(6) 2019. The partial catheter was explanted as well on (B)(6) 2019. There were no reported environmental/external/patient factors that may have led or contributed to the issue. It was reported that the issue was resolved at the time of the report. The patient status at the time of the report was alive-no injury. No further complications were reported and/or anticipated.